Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the device. The insulin pump was able to power up properly after battery installation. The insulin pump was received with operating currents within specifications. There was no battery out limit alarm. The device was received with missing end cap sticker, minor scratches on the lcd window and missing segments due to cracked zebra connector at lcd board.

Event description:
Customer's mother reported a button error alarm and battery out limit alarm. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.